Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. A few days after surgery, physician noticed that the device ruptured the conjunctiva which is causing discomfort to the patient. It was also noted there was conjunctival erosion and exposure of the implant. Device remains implanted. Event ongoing.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.